Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds due to a dislodgment, this was confirmed via x-ray. Therefore, this lead was explanted and replaced with a new one. No additional adverse patient effects were reported.